Manufacturer narrative:
The service provider (sp) inspected the device and replaced the front bezel. The unit passed testing.

Event description:
It was reported that the ventilators settings were jumping when an attempt was made to change them. There was no patient involvement. The customer troubleshot with technical support and advised that the navigation ring and touchscreen were not responding. Further information is pending.